Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If a return or any additional information is later received, then a supplemental report will be submitted at that time.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm where a leak of the bidirectional valve, closest to the patient was reported. The cap was placed to reduce the leak but it still flows from the valve's bottom. The tubing changed due to the increased risk of infection. There was patient involvement but no report of adverse event/human harm.